Manufacturer narrative:
(B)(4) the device was not returned to atricure for evaluation and disposed of by the hospital. The lot number of the device was unable to be ascertained and there was no indication of a device defect or malfunction.

Event description:
A surgeon in paris stated he had a patient that had a diaphragmatic hernia that turned to be a life threatening situation. Per information received on 11 nov 2016, the patient necessitated an emergency surgery and eventually recovered with some problems.